Event description:
The customer contacted heartsine to report that their device failed to power on during a patient involved event. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Heartsine's investigation of the device attributed the reported fault to use error. During the reported sca event, the patient presented a shockable rhythm, and a shock was delivered. The patient remained in a shockable rhythm in the second rhythm assessment, when a second shock was advised. The user was prompted to ¿press the shock button now¿ four times. CPR was performed while these prompts were being issued, and the shock button was not pressed. After 20 seconds in which the shock button was not pressed, the device disarmed as per specification. Upon receipt at heartsine, the device underwent extensive testing of all critical functions, performing to specification throughout. During this testing, the device was able to correctly analyze heart rhythms and deliver shocks to specification. The device has been retained by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to power on during a patient involved event. In this state the device would be inoperable and defibrillation therapy would not be available if needed. The patient involved in the reported event is deceased.